Manufacturer narrative:
Patient's identifier, age, weight, date of event were not provided. When the requested information becomes available, a supplementary report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure patient experienced product failure.